Event description:
It was reported that while using the ilet system, the patient experienced a low blood glucose of 64 mg/dl treated with juice, then recurrent symptoms at 80 mg/dl treated with crackers and peanut butter, followed by a rise to 238 mg/dl; the patient also reported current steroid use and was advised that steroids can affect glucose levels. Symptoms included shakiness and dizziness consistent with hypoglycemia. Outcomes included self-treatment of hypoglycemia and subsequent hyperglycemia without hospitalization. Investigation included troubleshooting and education regarding waiting for glucose to return to target before eating and declaring meals as usual, along with counseling that concomitant steroid therapy can elevate glucose. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia, with potential contribution from treatment of hypoglycemia and steroid use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.